Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that patient had withdrawal described as withdrawal symptoms. Patient missed a refill. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available as of the date of this report.